Manufacturer narrative:
The anomaly reported from this site impacts the treatment planning and delivery system (tpds) software and identified a scenario where a discrepancy between optimization and planning forward dose calculations can occur. Investigation determined that in some cases the tpds sequencer may produce a beam segment with a negative beam weight. Beam weights with negative values are intended to be discarded by the sequencer. If the software does not identify the negative segments and discard them, they are given to the dose engine (referred to as kmc in what follows) for segment dose calculation. In kmc, the linac source finds the negative beam weight and returns an error from the set segments call. However, when this issue occurs the error message is ignored by the dose calculator and it proceeds with segment dose calculation. The linac source will not set the segment shapes for the segments that follow the negative beam weight segment; it simply returns the error at the negative beam-on-time segment without finishing the loop over segments, resulting in the use of incorrect segment shapes and hence in a wrong dose calculation. As a result, when this issue occurs there is large discrepancy between the optimized dose and the calculated dose.

Event description:
A user of viewray's mridian system s/n (B)(4) reported an occurrence of a known defect where the dose calculation result shows a difference when compared to the result calculated in the planning step with forward calculation. No report of patient injury. An urgent device correction notification ((B)(4)) had been sent to the site which made the user aware of the software anomaly. The site was conducting treatments on three non-human research subjects. The anomaly arose for each research subject, during on fraction each. Two of these were caught prior to treatment and one was not caught prior to treatment. This anomaly only arises during adaptive treatment.